Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable revealed a new break in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. An internal investigation was initiated to evaluate driveline sheath damages. Based on the investigation conducted under the internal investigation, the most likely root cause of the driveline sheath damage is exposure to ultraviolet light. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was at the hospital, a new break was identified on the driveline. The driveline had a break on the outer sheath at approximately 35 centimeters from the driveline connector, next to the previous sheath repair. A driveline sheath repair was performed and it remains in use. No patient complications have been reported as a result of this event.